Event description:
This pt initially had a penile prosthesis implanted approx 10 years ago. The new inflatable penile prosthesis was inserted 3/3/95 due to documented fluid loss malfunction of the initial implant. There are no records pertaining to the initial implant components available to us and the explanted prosthesis was not returned due to the age of the device. The pt was discharged to home after a 23 hour hosp stay.